Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable no longer fits into the usb port. In addition, the usb cable would not disconnect from the wall adapter. Customer used an alternate usb cable which charged the pump successfully. There was no reported impact to the customer's blood glucose level.